Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. The patient stated that her fiancé was not getting any reading on the follower app. He was not with the patient and she was alone, so he contacted emergency medical services (ems) and when they arrived, she was found passed out. She was given 2 glucagon doses and after a while she was asked to eat something. She did not need to be taken to the hospital. She did not sustain any injury but at the time of the report she was tired and scared. No cgm or bg values were provided. At the time of report, the patient as feeling tired. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.